Event description:
The user facility reported that during a patient procedure the table's post in between the patient's legs slipped out of its holder causing the patient to slide down.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris account manager arrived onsite and confirmed that the perineal post and plate were in good condition. While onsite the account manager discussed the reported event with hospital personnel and determined that the cause of the reported event may be attributed to misuse of the surgical table/perineal post. The user facility declined additional in-service training on the proper use and operation of the table.the table was returned to service and no additional issues have been reported.

Event description:
No injuries or procedural delays or cancellations were reported.